Manufacturer narrative:
A physio-control field service technician evaluated the customer's device and was unable to duplicate the reported issue. It was observed that the off function was not working intermittently. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would intermittently not respond to on/off button presses. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11, additional mfg narrative of the initial medwatch report indicates a physio-control field service technician evaluated the customer's device and was unable to duplicate the reported issue. It was observed that the off function was not working intermittently. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h10 and/or h11, additional mfg narrative of the initial medwatch report should indicate a physio-control field service technician evaluated the customer's device and observed that the device was intermittently not responding to on/off button presses. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed part could not be further evaluated, therefore, root cause was determined to be due to a faulty main keypad assembly.

Event description:
A customer contacted physio-control to report that their device would intermittently not respond to on/off button presses. There was no patient use associated with the reported event.